Event description:
It was reported that the user received an urgent low soon alert with the ilet showing 75 mg/dl while contemporaneous fingerstick values were 95 mg/dl and later 80 mg/dl, prompting calibration guidance and ingestion of approximately 15 grams of oral carbohydrate; during the call, the ilet displayed as low as 65 mg/dl while fingerstick was 78 mg/dl, and later improved to ilet 96 mg/dl and fingerstick 106 mg/dl. Symptoms included low glucose and imminent low glucose alerts. Outcomes included on-call troubleshooting and user education with stabilization of glucose without the need for medical intervention. Investigation included customer service troubleshooting and calibration steps with monitoring of sensor and fingerstick concordance. Investigation of this case revealed no device malfunction identified during the call and a probable sensor-reading discrepancy relative to fingerstick that resolved with calibration and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.